Event description:
Complainant alleged that during a routine shift check by a clinician, the pacer output control switch on the device was found broken. Complainant indicated that there was no pt involvement in the reported malfunction.